Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2021-01403. It was reported high impedance was present. Reprogramming was unable to provide resolution. As a result, the patient underwent surgical intervention. During the procedure, one of the patient's leads was successfully explanted. Upon removal of the patient's other lead, the doctor unintentionally cut it. The doctor was unable to fully remove the cut lead, so the doctor decided to leave the cut lead inside the patient. Two new leads were implanted during the procedure to address the patient's issue.